Event description:
Complaint received as follows: immediately after intubating the air pressure in the cuff decrease, the patient had to be ex- and intubated again. Our medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Reported to the FDA on (B)(4) 2012.